Event description:
The customer reported that the left monitor was flickering. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep troubleshot the system and found the left monitor was bad. He replaced the monitor. The system operates as intended.